Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "disposable circuit for transport ventilator failed check multiple times. Problem isolated to the expiratory valve.". This occurrence was noticed during the pre-operational check while performing the leak test. There is no patient involvement reported. Measures taken: the customer has been asked to put the remaining affected coaxial breathing circuit sets on hold and to return them.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).